Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the patient was observed with wound dehiscence and a hematoma. The pocket was evacuated, and the implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.